Event description:
Boston scientific received information that the right ventricular (rv) lead and cardiac resynchronization therapy pacemaker (crt-p) exhibited low amplitude along with noise that was oversensed. The oversensing led to pacing inhibition with asystole greater than two seconds. There was also undersensing of the patient's atrial fibrillation on the ra channel and concerns over possible noise on the ra channel as well. Boston scientific technical services (ts) was consulted to and discussed troubleshooting options. Further information was received that the physician believed there was not noise on the ra channel but rather the patient's atrial fibrillation (af). No programming changes occurred and the system remains in service. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.